Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No failed battery test alarm were noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons had to pressed several times for response. The customer reported that insulin pump had scratches across screen and rejected the new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.